Event description:
It was reported that the unspecified bd alaris¿ infusion set had flow issues and oscillated between delivering the primary and secondary lines during the oxaliplatin infusion. The following information was provided by the initial reporter: "a registered nurse (rn) who works in the infusion therapy center at xxxxx reported when certain chemo-therapeutic agents (i.e. Oxaliplatin) are being delivered to the patient as secondary infusions the alaris device will oscilliate between delivering the primary and secondary. The nurse revealed that this occurs despite having the appropriate head height differential positioning for secondary bags. The rn stated this has delayed infusion times. The rn has now started clampling the primary bag to prevent this occurrence. During this discussion with the rn, additional nurses reported similar issues when delivering chemo-therapeutic agents.¿.

Manufacturer narrative:
No product or photo was returned by the customer. It was reported by the customer that certain chemo-therapeutic agents (i.e. Oxaliplatin) are being delivered to the patient as secondary infusions, the alaris device will oscillate between delivering the primary and secondary. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris¿ infusion set had flow issues and oscillated between delivering the primary and secondary lines during the oxaliplatin infusion. The following information was provided by the initial reporter: "a registered nurse (rn) who works in the infusion therapy center at xxxxx reported when certain chemo-therapeutic agents (i.e. Oxaliplatin) are being delivered to the patient as secondary infusions the alaris device will oscilliate between delivering the primary and secondary. The nurse revealed that this occurs despite having the appropriate head height differential positioning for secondary bags. The rn stated this has delayed infusion times. The rn has now started clampling the primary bag to prevent this occurrence. During this discussion with the rn, additional nurses reported similar issues when delivering chemo-therapeutic agents.¿